Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA (B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was ejected out from the injector tip. One of the haptics was torn at blue pmma tip. The slider was not slightly advanced until it's stopped. The screw could advance fully. Cracked line was observed at the tip. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The lens injector was correctly prepared & handed over to the surgeon; but as soon as the iol was carefully injected into the capsular bag, the surgeon verbalized that the trailing haptic is somehow stuck on the rod tip as he can't release the trailing haptic completely from tip. There was also resistance when he attempted to pull out the injector from the incision, and in the end the trailing haptic was detached from the optic; thus, he had to make a bigger incision in order to remove the iol that was already inside the capsular bag. We have to open and reload a new lens, but this time it went in smoothly without any issues; then, he needed to suture the incision just to make sure the eye won't leak.